Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the logfiles revealed that the red boxes at the firmware screen indicated that the version of the pedals could not be retrieved because the wireless mode was used. To retrieve the versions of the pedals the user has to connect the cables before switching the machine on. The technical application specialist on-site confirmed this; the pedal functioned as intended. As for the pump related issue, on-site testing of the pump module by a technician did not reveal any abnormality. The problem could have been caused by the disposables, although further testing did not point out any abnormalities. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (eva-irrigation_ related to low or no irrigation). Since 2021 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that while the 2023 and 2024 incident numbers are up to date, the installed base figures are from (B)(6) 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during surgery, the eva was not working as usual. The surgeon experienced low irrigation and aspiration pressure. No report that actual patient harm occurred or surgery was prolonged more than 30 minutes. Update10jan2024: in addition it was reported that the foot pedal was marked red in the firmware.